Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was in palliative care and was about to pass away due to being ill. In an attempt to turn off tachycardia therapy with a magnet, the patient ended up receiving multiple inappropriate shocks from the ICD due to oversensing. The patient ended up eventually passing away, but the physician did not think the inappropriate therapy or operation of the ICD caused or contributed to their death. The ICD was cremated with the patient's body and is not available for analysis. No additional adverse patient effects were reported.